Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the apex paddle and the sternum paddle assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assemblies and determined that the root cause of the reported failure was a broken orange energy control wire on the sternum paddle, that was causing the energy to charge improperly, or to internally dump improperly.

Event description:
It was reported that the device had an incorrect energy or defibrillator charge. There was no patient use associated with this event.